Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining of missed beats and atrial arrhythmia and has become symptomatic. Possible oversensing or loss of capture is suspected on the leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.